Manufacturer narrative:
On (B)(6) 2011, a response was received from the surgeon confirming the date of death to be (B)(6) 2011. He did not provide a cause of death; however, he did indicate that the edwards device did not cause or contribute to the patient's death. Additionally, he confirmed that the device was not explanted post-mortem. This event was reported in error.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: it is unknown if the death was device related. No further details were provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Investigation is on-going.

Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the patient expired after an implant duration of 1 month 18 days (1.60 months). No cause of death was provided.

Event description:
This event was reported in error. Through follow-up with the healthcare provider it was learned that the edward's valve did not cause or contribute to the patient's death.